Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, excessive no delivery, and occlusion tests. No motor error or excessive no delivery alarms were noted during the bolus and basal delivery. The pump was unable to prime during the prime test due to a faulty force sensor. The motor was tested outside of the device and it passed. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window, a scratched case and scratched keypad overlay.

Event description:
Customer reports to have received a no delivery alarm and motor error alarm during bolus delivery. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.